Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, the patient picking or touching the wound and the patient having contraindicating conditions have been ruled out. However, the incision site was not irrigated with an antibiotic solution before closure which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to a surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection with redness and pain around the incision sites. The physician confirmed a potential infection and prescribed antibiotics. One day after the physician was notified of the infection, a wound check was performed. The physician believed the infection already began to subside with the antibiotics and they will continue to monitor. As of (B)(6) 2025, the patient's infection has cleared up and is healing appropriately.